Event description:
Country of complaint: (B)(6). The head physician doesn't like the armoring. The size of the thread is much smaller as the needle size. Due to this difference, the puncture hole wouldn't be filled out with the thread and there is the possibility of a rip of the tissue.

Manufacturer narrative:
Manufacturing site eval: samples received: 2 unopened and 1 open pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Wire size of the samples received is 0.98 mm, according to the design when this match was made. The current table correspondences between usp size and wire size of needles has been checked, and this is the corresponding needle structure. The ratio needle thread is the correct one for this article-code. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. This complaint is not justified, according to the marketing design of the article. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.